Manufacturer narrative:
On (B)(6) 2017, the customer reported that the blood glucose returned to the target level after the pump supplies had been changed. The cartridge is expected to be returned; however, it has not yet been received. A supplemental report will be submitted if the cartridge is received. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm and a cartridge 1 alarm. The customer's blood glucose (bg) level was 385 mg/dl. The customer changed the pump supplies; the alarms were resolved. A correction bolus was delivered to address the bg level. As the pump supplies had been changed, tandem technical support was unable to perform a system check to determine a possible cause of the occlusions.